Event description:
It was reported the system would not boot and was generating pre-charge errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found a piece of the on/off key broken off in the keyhole. Replaced keyswitch assembly, and replaced battery pack. System operates as intended.